Event description:
The physician used the starclose device to close an arteriotomy site in the superficial femoral artery after an interventional procedure. A femoral angiogram was taken which showed no calcification to be present. No problems were reported during the insertion, deployment, or withdrawal of the device. The stick was described as a "profunda stick." There was "a little bit of track oozing and bleeding" after closure with the starclose clip which didn't stop. Femstop was used to achieve hemostasis. The patient began bleeding from his mouth later that day. He was taken to have an ultrasound done which showed a pseudoaneurysm of an undisclosed size. It is unknown how the pseudoaneurym was resolved. The patient was discharged the next day as previously scheduled and is reported to be "fine."

Manufacturer narrative:
The device was not returned and there was no lot information. We were not able to perform device inspection or device history record review in this case.